Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used as an accessory device with a non-mdt stent graft for prevention of neck dilatation of a 50mm aaa. Approximately 3 and a half years later, it was reported that the patient expired, the cause of death is currently unknown. No additional clinical sequelae were reported.